Event description:
Baxter reviewed a report that a pinhole was found on the tubing of the set by the patient. The set had been used for 30 days. This patient tends to treat clean flash roughly. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on spike and no cap on patient connector (no titanium adapter returned) in the lab in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut approximately 3" from sleeve in closed position. During visual inspection, the cut was approximately 1/8" across the tubing. The reported condition was confirmed in the lab.